Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 452 mg/dl at the time of incident. Customer stated that they received insulin flow block alarm, after changed infusion set and reservoir. Customer stated the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer reported that insulin exits with the fill tubing. Customer was not using auto mode at the time of high blood glucose. The insulin pump will not be returned for analysis.